Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has wire tip bent and jacket damaged, as part of overall visual revision. The device has a kink located approximately at 5.5cm from the distal tip. The guidewire was found unraveled near the distal end. The core wire was also found broken in the same section where the guidewire is unraveled, the remaining broken section of the core wire is still attached to the distal tip. The overall length could not be measured due to device condition (coil wire unraveled). The outer diameter of the distal tip, middle of the device, and proximal section are within specification.

Event description:
Reportable based on device analysis completed on 12dec2019. It was reported that resistance upon withdrawal was encountered and guidewire deformation occurred. A 035/145 amplatz super stiff guide wire was selected for use. Upon withdrawal, friction/resistance was encountered. When the device was withdrawn, it was noted that the guidewire was elongated and deformed. The procedure was completed and no patient complications were reported. However, returned device analysis revealed core wire detachment.